Event description:
The customer reported the device had a bad cord connection right out of the box. The customer tried to change the cord but the same problem still existed. There were no adverse reactions reported during the use of the device. The device was sent for further evaluation. The device was received. The evaluation verified the reported problem. The device history log was downloaded and reviewed, found error 99 (activation of the watch dog) and error 18 (ac power presence). Both errors attributed to the intermittent ac power loss. Internal evaluation of the device revealed that the solder connections between the ac inlet and ac inlet board were loose. The issue was corrected by soldering the ac inlet terminal connections to the board. After repair, the device was found to meet specification.